Event description:
Healthcare professional reported left side removal of textured implants due to concern with the product. Healthcare professional additionally reported left side capsular contracture baker grade iii and "seroma since 2010". Device explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: weight to the spec, red particles in the surface of the shell, crease fold, wear abrasion and deformation. A microscopic analysis was performed which identify an opening striated in the anterior side and the anterior side. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A crease sharp opening on radius due to a fold flaw opening. The event of "capsular contracture and seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety, capsular contracture baker grade iii and seroma (late).